Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken telescope occurred due to excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device was broken. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation found broken lenses in optical system. Additionally, object window was inspected , found fiber breakage , sunked system tube. The outer tube was inspected , noted bent outer tube with gap on base of direct pin. Misaligned model ring was noted. Follow ups were made to gather additional information regarding the event reported, however, the customer response provided no additional information, stated they do not have any other information. Investigation is ongoing. This report will be supplemented accordingly following investigation.